Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation.

Event description:
Incident on (B)(6) 2022 at 07:10 pm. Male patient, born 1953 with cardiac arrest. Attempted intraosseous access left proximal tibia according to manufacturer's instructions with blue cannula. Driver without function after 1 - 2 mm hole depth. Procedure repeated, after a short period of operation again without function. Led indicator green before use, green during use and green after use. Additional information: the device was used according to the IFU. No large amount of pressure was used during insertion. The site used was the proximal tibia left with a blue 25mm needle. The malfunction did not contribute to the patient's death. The patient was in cardiovascular arrest. The user had placed an intraosseous before. The user attempted manual insertion successfully. The driver is checked daily.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6) ) was returned for evaluation. Upon receipt, the driver was visually inspected. The rubber seal was found to be partially protruding out of the device near the driver shaft. No other defects or anomalies were observed. The driver was operational and had a solid green led display. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft^3) and hard (105 lbs/ft^3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft^3). Insertion 1: 4.50 secs, insertion 2: 4.62 secs and insertion 3: 4.22 secs. Hard profile (105 lbs/ft^3). Insertion 1: 7.27 secs, insertion 2: 7.28 secs and insertion 3: 7.25 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. The driver was disassembled for further inspection. Upon disassembly, it was observed that there was a torn rubber seal inside the driver. The rubber seal was torn in multiple locations and was partially wrapped around the driver shaft. Although the complaint cannot be confirmed, a torn rubber seal was observed and was partially wrapped around the internal driver shaft. It is possible that this could have caused increased resistance around the driver shaft during use which could have resulted in lost power. Therefore, the root cause of this complaint is the torn rubber seal, which is a design related issue. A CAPA was implemented to address the rubber shaft seal melting and wrapping around the shaft of the driver when the trigger was activated. The new shaft seal was implemented in october 2019. This driver was manufactured in november 2015, which was prior to these corrective actions. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining." The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the device history record found that the driver passed all the release criteria. The device was released in 11/2015 and is approximately 6.5 years old. Damage was observed to the rubber seal and the rubber was partially wrapped around the driver shaft. The root cause of this failure is design related. A CAPA was implemented in october 2019 to address the rubber shaft seal issues. This driver was manufactured in november 2015, which was prior to these corrective actions. The complaint of lost power during use cannot be confirmed as the driver was able to pass functional testing upon receipt. However, damage was observed to the rubber seal and the rubber was partially wrapped around the driver shaft. It is possible that this could have caused increased resistance around the driver shaft during use which could have resulted in the lost power. Therefore, the root cause of this complaint is the torn rubber seal, which is a design related issue. A CAPA was implemented to address the rubber shaft seal melting and wrapping around the shaft of the driver when the trigger was activated. The new shaft seal was implemented in october 2019. This driver was manufactured in november 2015, which was prior to these corrective actions.

Event description:
Incident on (B)(6) 2022 at 07:10 pm. Male patient, born 1953 with cardiac arrest. Attempted intraosseous access left proximal tibia according to manufacturer's instructions with blue cannula. Driver without function after 1 - 2 mm hole depth. Procedure repeated, after a short period of operation again without function. Led indicator green before use, green during use and green after use. Additional information: the device was used according to the IFU. No large amount of pressure was used during insertion. The site used was the proximal tibia left with a blue 25mm needle. The malfunction did not contribute to the patient's death. The patient was in cardiovascular arrest. The user had placed an intraosseous before. The user attempted manual insertion successfully. The driver is checked daily.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. The rubber seal was found to be partially protruding out of the device near the driver shaft. No other defects or anomalies were observed. The driver was operational and had a solid green led display. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft^3) and hard (105 lbs/ft^3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft^3) insertion 1: 4.50 secs. Insertion 2: 4.62 secs. Insertion 3: 4.22 secs. Hard profile (105 lbs/ft^3) insertion 1: 7.27 secs. Insertion 2: 7.28 secs. Insertion 3: 7.25 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft^3) and hard (105 lbs/ft^3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft^3) insertion 1: 4.50 secs. Insertion 2: 4.62 secs. Insertion 3: 4.22 secs. Hard profile (105 lbs/ft^3) insertion 1: 7.27 secs. Insertion 2: 7.28 secs. Insertion 3: 7.25 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining." The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the device history record found that the driver passed all the release criteria. The device was released in 11/2015 and is approximately 6.5 years old. Damage was observed to the rubber seal and the rubber was partially wrapped around the driver shaft. It is possible that this could have caused increased resistance around the driver shaft during use which could have resulted in lost power. Therefore, although not directly observed in testing, the most likely root cause of this complaint is the damaged rubber seal. The damaged rubber seal is a design related issue. A CAPA was implemented in october 2019 to address the rubber shaft seal issues. This driver was manufactured in november 2015, which was prior to these corrective actions. The complaint of lost power during use cannot be confirmed as the driver was able to pass functional testing upon receipt. However, damage was observed to the rubber seal and the rubber was partially wrapped around the driver shaft. It is possible that this could have caused increased resistance around the driver shaft during use which could have resulted in the lost power. Therefore, although not directly observed in testing, the most likely root cause of this complaint is the damaged rubber seal. The damaged rubber seal is a design related issue. A CAPA was implemented to address the rubber shaft seal melting and wrapping around the shaft of the driver when the trigger was activated. The new shaft seal was implemented in october 2019. This driver was manufactured in november 2015, which was prior to these corrective actions.

Event description:
Incident on (B)(6) 2022 at 07:10 pm. Male patient, born 1953 with cardiac arrest. Attempted intraosseous access left proximal tibia according to manufacturer's instructions with blue cannula. Driver without function after 1 - 2 mm hole depth. Procedure repeated, after a short period of operation again without function. Led indicator green before use, green during use and green after use. Additional information: the device was used according to the IFU. No large amount of pressure was used during insertion. The site used was the proximal tibia left with a blue 25mm needle. The malfunction did not contribute to the patient's death. The patient was in cardiovascular arrest. The user had placed an intraosseous before. The user attempted manual insertion successfully. The driver is checked daily.